Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, atrial fibrillation, prior cardiac surgery. Complications reported included new dialysis, new-onset renal failure, single leaflet device attachment; these complications are anticipated for the procedure and subject population. The reported off-label use of the device was associated with the mitraclip device being used on the tricuspid valve to treat tricuspid regurgitation (tr). A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article "initial real-world experience of tricuspid transcatheter edge-to-edge repair in asia" was reviewed. The article presented a retrospective multi center study, aimed to summarize the initial experience with the tricuspid teer system (abbott) in asia. Devices mentioned include mitraclip. The article concluded that the early experience with tricuspid teer in asia is promising, demonstrating a reasonable device success rate and a high safety profile. Clinical experience is associated with improved device success. [The primary author and corresponding author was kent chak-yu so at prince of wales hospital institution with corresponding email kentso987@gmail.com]. The time frame of the study was january 2017 to december 2024. A total of 106 patients were included in this study, of which 106 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, diabetes, atrial fibrillation, prior cardiac surgery. (B)(4), unk mitraclip peri- and post-procedural complications included new dialysis, new-onset renal failure, single leaflet device attachment.

Event description:
The article "initial real-world experience of tricuspid transcatheter edge-to-edge repair in asia" was reviewed. The article presented a retrospective multi center study, aimed to summarize the initial experience with the tricuspid teer system (abbott) in asia. Devices mentioned include mitraclip. The article concluded that the early experience with tricuspid teer in asia is promising, demonstrating a reasonable device success rate and a high safety profile. Clinical experience is associated with improved device success. [The primary author and corresponding author was kent chak-yu so at prince of wales hospital institution with corresponding email kentso987@gmail.com]. The time frame of the study was january 2017 to december 2024. Say not confirmed or reported if applicable. A total of 106 patients were included in this study, of which 106 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, diabetes, atrial fibrillation, prior cardiac surgery. (B)(6), unk mitraclip peri- and post-procedural complications included new dialysis, new-onset renal failure, single leaflet device attachment.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.